Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with heavy calcification. After rotablation, the 3.5x38mm xience skypoint stent delivery system (sds) failed to cross the lesion due to the anatomy. The stent was blocked and impossible to move back. During removal attempt the stent loosened [dislodged] and had to be retrieved with difficulty using a 4mm lasso catheter. Non-abbott stents were used to complete the procedure. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported failure to advance and difficult to remove could not be tested as it was based on operational context. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. Additionally, the dislodged stent was retrieved using a catheter. There is no indication of a product quality issue with respect to manufacture, design.